Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulse field ablation procedure . During the procedure, the blood leaked out from the hemostatic valve around the shaft of the sheath. No damage was noted on the dilator. It was confirmed that the issue was with the sheath not catheter. The procedure was completed successfully with the original device. No patient complication were reported.

Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulse field ablation procedure . During the procedure, the blood leaked out from the hemostatic valve around the shaft of the sheath. No damage was noted on the dilator. It was confirmed that the issue was with the sheath not catheter. The procedure was completed successfully with the original device. No patient complication were reported.